Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a urinary tract infection. After multiple days on antibiotics, it was suspected that the patient might have endocarditis. A transesophageal echocardiography (tee) was performed and vegetations on the right atrial lead was seen. The patient's pulse generator system was removed and replaced with a temporary pacer on (B)(6) 2018. No further information was received.